Event description:
A baxter service technician reported an infusion pump with a failure code 808:09. The hosp representative stated to baxter's technical support that they have no record of any pt incident involving the pump since the last baxter service event.